Event description:
The guide wire was used in the lad and a stent was deployed. The guide wire was then going to be used to treat a lesion in the "cx"; however, the guide wire floated to the lad (contrary to IFU), when it was being removed for proper placement, and it separated. It was reported that it might have got caught in the stent when it was removed. The separated portion of the guide wire was retrieved with a snare device. Under fluoroscopy it appeared that some of the guide wire was also distal to the stent and it was also retrieved with a snare device.